Event description:
A battery/no power issue was reported with the adc device. The customer was unable to obtain readings due to the device not turning on after being dropped during rain. The customer further reported that a blood scan reading in the regions of "500s" mg/dl was obtained from an unspecified device and they experienced chest pain. The customer self-presented at the emergency room (ER) where they received insulin (type/dose unknown) for diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to obtain readings due to the device not turning on after being dropped during rain. The customer further reported that a blood scan reading in the regions of "500s" mg/dl was obtained from an unspecified device and they experienced chest pain. The customer self-presented at the emergency room (ER) where they received insulin (type/dose unknown) for diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.